Event description:
Procedure type: colectomy. Patient gender: male. According to the reporter: the "staple was not correct", bad quality donut was produced. The patient was re-operated due to peritonitis and anastomotical recto/sigmoidal fistula. The anastomosis was leaking, and the surgeon performed a colostomy. No transfusion necessary, patient is male, smoker; treated for cancer; the patient is currently doing well.